Event description:
It was reported that when the asymptomatic patient presented to clinic, noise was observed. Programming changes were made. Patient will continue to be monitored with routine follow-up.